Manufacturer narrative:
Complaint confirmed, the mechanism did not actuate because the weld between the actuator tube and hub broke. The actuator tube moves back and forth when attempting to deploy the cutter blade, which prevents the mechanism form properly actuating. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On 11/11/2021, it was reported by a sales representative via e-mail that while the surgeon was using an ar-1204as-90 flipcutter ii, and when trying to straighten the device to remove from the knee of the patient, the button mechanism broke. With some maneuvering the surgeon was able to remove the device with no harm to the patient. This was discovered during use in an allo graft all inside quadlink acl on (B)(6) 2021. The case was completed by using a new ar-1204as-90.